Event description:
Customer reported no table movement. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the motron cpu board. System operates as intended.